Event description:
See initial report.

Manufacturer narrative:
Complaints database analysis revealed previous device contamination complaints submitted from this hospital and no patient injury was never reported. Through follow up communication under these previous device contamination cases, livanova learned that the users were not consistent with the instruction for use regarding maintenance and cleaning procedure. A training was conducted to reinforce the cleaning procedure steps and to ensure all users to be consistent with the cleaning protocols. Based on the information currently available there is no confirmed correlation between the heater-cooler and the reported infection. The root cause cannot be established.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The serial number of the device used during the surgery as well as the date of the reported procedure remain unknown. Livanova will attempt to obtain further information. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of a patient infected with mycobacterium chimaera (mc) detected in routine post thaw culture of a pulmonary valve homograft, prior to implantation in a teenage recipient . Before clinical release, the homograft was processed under aseptic conditions and all microbiological cultures were negative. The homograft was thawed inside the cardiac operating theater and a post thaw tissue culture sample was taken as per the standard operating procedure. This post thaw culture sample from the pulmonary homograft grew m. Chimaera. An heater-cooler was in use in the cardiac theater at the time of the thawing of the homograft. Afterwards, the heater-cooler used in the implant surgery was found to have been contaminated with m. Chimaera.